Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the de novo, 100% stenosed total chronic occlusion located in the moderately calcified and severely tortuous proximal to mid right coronary artery. Pre-dilation was performed with a 3.0x15mm unspecified balloon. After intravascular ultrasound was performed, a 3.5x16mm promus element stent was advanced but severe resistance was met proximal to the lesion and the stent was not able to cross the lesion. Upon removal, it was noted that stent damage occurred. The lesion was dilated again and another of the same device was successfully advanced and deployed. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).